Manufacturer narrative:
Product analysis :visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event.

Event description:
It was reported that patient underwent posterolateral thoracic fusion at t10,t11,t12. Intra-op, a tip of driver was broken when a surgeon performed re-torque a cross link using it for replacement. It was expected that too much pressure was loaded to the tip of driver. Broken fragments of the driver remained in the patient.